Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was in the heavily calcified and severely tortuous distal left circumflex (lcx) artery. The target lesion was predilated with a 3.0x12mm quantum maverick balloon. The 2.5x24mm taxus express2 drug eluting stent (des) had been advanced to the target lesion, but was unable to cross the lesion. The physician attempted to remove the stent delivery system but it got caught on the mach1 fl4 8f guide catheter. The proximal portion of the stent appeared to be "flared." The procedure was completed with another 2.5x24mm taxus express2 des. There were no patient complications reported with the patient's current condition listed as "good."